Manufacturer narrative:
Medtronic received additional information that the band was explanted and replaced due to recurrent mitral regurgitation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 5 years and 5 months post implant of this 33mm mitral annuloplasty band, the band was explanted and replaced with a 33mm annuloplasty ring.  The reason for the explant was not reported.  No additional adverse patient effects were reported.